Event description:
While the field service engineer (fse) was at the customer site for an unrelated visit, the customer reported to the fse that a unicel dxh 800 coulter cellular analysis systems generated intermittent erroneous basophil (ba), eosinophil (eo), and monocyte (mo) differential results for six (6) patient samples. The results contained instrument generated r flags. The erroneous results were reported out of the laboratory. The results were identified as erroneous after a manual differential was performed. Corrected reports were then sent out of the laboratory. No death, injury, or change to patient treatment was reported in connection with this event.

Manufacturer narrative:
Samples were collected in 3 ml ethylenediaminetetraacetic acid (edta) tubes, stored at room temperature and processed within 4 hours of specimen collection. Controls were run before the event and were within limits. However, the customer indicated that they have had failed daily checks and out of range values for latron on the diff. The customer did not provide data for investigation. Root cause is unknown based on the available information. However, per the customer, the instrument did generate messages to alert the operator to review the results. Per labeling, the dxh 800 system manager includes flags, codes and messages to alert you to issues with patient or control results. Beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. As part of a retrospective review, this event was determined to be reportable.